Manufacturer narrative:
This device is still under investigation.

Event description:
Under 100% fio2 in a pressure setting with the vt set around 350-400, we were recording delivered to tidal volumes over 700